Event description:
It was reported that a stent had remained in the duct of the duodenovideoscope. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography and the procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the forceps cannot be inserted at all due to blockage in the forceps channel. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.